Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm and was not able to rewind insulin pump. Customer's blood glucose was 189 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a motion sensor test failure alarm during the rewind due to an out of phase encoder. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.